Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing by +9.8%. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 5/27/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed the accuracy test with a deviation of +9.8%¿ was unable to be confirmed by performing accuracy test 3 times. First result for the test 21.4 ml, 2nd test 21.4ml and final test 21.2ml. Replaced downstream occlusion (dso) seal for preventive maintenance. Performed upstream occlusion (uso)/dso calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.